Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found that the wire was broken at the distal end. The instrument underwent various tests, including recognition and engagement tests, which it passed. However, it failed the electrical continuity and energy delivery tests. Despite this, the instrument was able to move intuitively in all directions and the grips opened and closed properly. Visual inspection showed some thermal damage, but the insulation of the conductor wire was not missing, although the wires were exposed. In addition, it was discovered that the instrument had localized melting near the grip base and on the surface of the bipolar yaw pulley. Similar to the previous findings, the instrument passed the recognition and engagement tests but failed the energy delivery and electrical continuity tests. The grips of the instrument moved intuitively in all directions. The reported complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the fenestrated bipolar forceps had a broken conductor wire. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument used during a surgical procedure was found to have a broken conductor wire, which was observed intraoperatively when the instrument was exchanged. It is unknown if the wire was exposed due to damaged insulation, and there were no signs of thermal damage at the site of insulation damage. There was no loss of cautery associated with the damaged cable, and the instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula, and the procedure was completed with the same instrument or a backup instrument. There was no fragment that fell inside the patient's anatomy, and it is unknown if the patient returned to the hospital due to post-operative complications.